Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the drug infusion device. The drug being delivered was 3.5 mg/ml dilaudid at an unknown dose. It was reported that there was a blister like wound on the pump pocket incision scar. There were no environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting performed. Actions taken to resolve the issue included on (B)(6) 2020, the doctor cleaned and closed the wound. He determined that no infection to pump pocket was present. The issue was resolved at the time of the report. (B)(6) 2020 mpxr 713488.1 (rep): information was received from a rep regarding the drug infusion device. It was reported that the existing pump was removed from his right abdomen today ((B)(6) 2020) due to infection. A new pump was implanted on the left side of his abdomen. The existing catheter was cut at the spine incision and removed through the infected pump pocket. A new 8784 was connected to the spinal segment, at the spine incision, and connected to the new pump. There were no further complications reported/anticipated.